Manufacturer narrative:
The service actions resolved the issue. The customer has had no further issues.

Manufacturer narrative:
This event occurred in (B)(6). Precision test results were not good. The field service engineer (fse) found the sample probe was contaminated and the rinse water levels were insufficient. The fse also corrected the sample probe adjustment. Instrument performance test results were acceptable.

Event description:
The initial reporter questioned low results for multiple patients tested for glucose, cholesterol, total bilirubin, crp, ureal and total protein on a cobas pro c 503 analytical unit. The following are examples of discrepant results for 2 patient samples: patient 1 initial total protein result from the c503 analyzer was 31.3 g/l. The repeat from the c503 analyzer was 56.0 g/l. The repeat from a c501 module was 59.0 g/l. Patient 2 initial total bilirubin result from the c503 analyzer was < 2.5 umol/l. The repeat from the c503 analyzer was 3.64 umol/l. The repeat from a c501 module was 3.4 umol/l. Patient 2 initial crp result from the c503 analyzer was 31.2 mg/l. The repeat result from the c503 analyzer was 107 mg/l. The repeat from a c501 module was 114.86 mg/l. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.